Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. No ovd (ophthalmic viscosurgical device) is observed in the device. The plunger has been advanced to mid nozzle and is advanced over the iol (instructions for use). The iol is advanced into the nozzle entry and is damaged. The attached photo shows an activated company device. The plunger appears to be advanced into mid nozzle and appears to be advanced over the iol. The iol appears to be advanced into the nozzle entry. The iol appears to be damaged and one haptic appears to be broken. Plunger override was observed. The root cause may be related to failure to follow the IFU. No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the haptic was trapped with the plunger and broke. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).